Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that crystal deposits and a cloudy appearance were found in the air/water channel of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector. The instructions for use states the detection methods associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and the prevention methods in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.